Event description:
Philips received a complaint by the customer on the v60 indicating that the nav ring on the device is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
H10: the field service engineer (fse) went to the customer site and completed onsite service on 11may2023. The fse replaced the front bezel without navigation ring to correct the device issue. The device was returned to use with no restrictions to usage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report #2518422-2023-17857.